Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium at the base plate area point of attachment. Cardiology has used a different cylinder and it still leaks. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse discovered that the helium tank on/off handle was cranked to a tightness beyond a moveable level. The fse also observed a major helium leak at the high pressure regulator. The fse replaced the high pressure helium regulator. The fse performed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during pre-use the cardiosave intra-aortic balloon pump (iabp) was leaking helium at the base plate area point of attachment. Cardiology used a different cylinder and it still leaked. There was no patient involvement.